Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified stent damage. The struts have misaligned 3 rows in the middle of the stent. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified no kinks along the hypotube shaft. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is reportable based on the analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, the stent was unable to cross the lesion. The lesion measured 80% stenosed in the proximal artery and 60-70% stenosed in the mid artery was located in a calcified and severely tortuous proximal to mid left anterior descending artery. A 3.5x28mm promus element drug eluting stent was advanced to the lesion but could not cross. The procedure was completed with another promus element stent. No patient injuries or complications occurred. Patient status is listed as "stable." Product analysis determined that there was stent damage. This product is only ous approved but it is similar to an approved us device.